Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tubing was leaking at site. High blood glucose level was 262 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.